Manufacturer narrative:
Terumo did receive the actual device for investigation and visual inspection confirmed the complaint. Most probable cause is damage during shipping and handling, post mfg. Also, subcomponent assemblies are all leak tested in mfg prior to leaving the facility. (B)(4). All available info has been placed on file in quality management for appropriate tracking, trending and f/u.

Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during setup, the quick connect was discovered to be damaged. There was no pt involvement as this occurred during prime. Product was changed out. The surgery was completed successfully.